Manufacturer narrative:
Updated sections: g3, g6, h2, h6 investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease, hyperlipidemia, diabetes mellitus.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of approximately 8 years, due to stenosis. Per additional information the 23mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 21 days due to stenosis. The patient presented with heart failure and shortness of breath. The explanted valve was replaced with a 23mm 11500a valve. The patient was in recovery post procedure.